Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device received with cracked reservoir tube lip, broken battery tube threads, missing end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump not turn on. Customer stated troubleshooting was performed batteries in use are (B)(6). Customer was not returning call after receiving a new battery cap insulin pump was not exposed to moisture battery contacts are not missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.